Event description:
While using an arthrex model ar-6475 continuous wave iii arthroscopy pump, the device was associated with an incident of fluid compartment syndrome that occurred during a knee arthroscopy. The pt suffered from extracapsular fluid infiltration to the thigh compartment, scrotum and abdomen. The pump was sent to an independent lab for testing, and it was discovered that the pump delivers 2.2 times the amount of fluid than what is displayed on the gauge of the pump.